Event description:
Report #3 of 4 received of a tubing separation. It was reported that the nurse went to check on the pt and found "a little" IV fluid on the floor. They noticed that the tubing had "broken off" from the clave. Blood backed up into the extension set but did not bleed out of the system. They were able to save the IV site and replaced the extension set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additionl information was provided.